Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient is half sided paralyzed and that the night of the event, the patient started babbling in speech, was flailing his arms, and was not responding to his wife´s voice. At the time of the event, the cgm reading was 205 mg/dl. The patient was treated with one unit of insulin by the wife, and no fingerstick was taken as the patient acted weirdly and the patient¿s wife did not realize the patient was having a hypoglycemic event. The patient¿s wife called the emergencies, and when a fingerstick was taken by the paramedics, the cgm reading was 205 mg/dl, and the bg reading was 37 mg/dl. The paramedics treated the patient with a coke and a cinnamon cake. The patient was also given intravenous fluids by the paramedics and started to regain consciousness and became alert again. The patient was transported to the hospital by the paramedics and received further treatment with juice at the hospital. The patient was discharged after spending a few hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested by the paramedics. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.